Event description:
It was reported that a pt sustained scarring on the axilla after treatment with a lumenis one laser.

Manufacturer narrative:
Reasonable attempts were made to obtain additional info from the user facility regarding treatment settings, however none were provided. Only pt photos were provided. An exam of the subject device by a lumenis technical subject matter expert concluded that the device was missing a metal reflector on the lightguide and that the probable cause of the incident was a failure to maintain the device properly. The user facility chose to continue to use the subject device for treatment despite the missing metal reflector and did not have maintenance performed by an authorized lumenis tech in contraindication to device labeling. A review of the user facility's service records concluded that the subject device had not been serviced since (B)(4) 2008.